Event description:
It was reported that the "patient unconscious, intubated, ventilated. He made uncontrolled and spontaneous movements. A nose treatment was performed by the nursing assistant. The patient made a reflex movement and turned his head. A noise of air was heard. After investigating the cause of the issue on the respirator, we observed a clear cut on the connector (leak). Consequences: the connector was replaced". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear in the tubing at the connector area. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions the product must not be used with flammable anesthetics and to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. It is most likely that the tear was caused from mishandling by the user.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "patient unconscious, intubated, ventilated. He made uncontrolled and spontaneous movements. A nose treatment was performed by the nursing assistant. The patient made a reflex movement and turned his head. A noise of air was heard. After investigating the cause of the issue on the respirator, we observed a clear cut on the connector (leak). Consequences: the connector was replaced". No patient injury or harm reported. Patient condition reported as "fine".